Event description:
Customer reportedly received the following sets of results on the compact plus system within 10 minutes: 23 mg/dl, 24 mg/dl, and 128 mg/dl and within 10 minutes: 23 mg/dl, 24 mg/dl, and 98 mg/dl. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.